Manufacturer narrative:
Pump was received with no button error alarm. Intermittent button response due to moisture damage on keypad trace. Unit was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while putting insulin into the pump. Customer did not indicate any significant events leading to the error. Customer's blood glucose was 172mg/dl at the time of the incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.